Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a, grösse 2, ref# 01.00551.102) are marketed in USA, and therefore this report was filed. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a revitan, distal part, curved, uncemented, 18/140 on (B)(6) 2013 in a two-stage tep exchange due to a periprosthetic infection. The patient was complaining about increasing pain in the hip joint since early (B)(6) 2016, no fall was reported. X-rays showed an implant breakage at the modular conical connection of the two components. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the device.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend was identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient was implanted a revitan stem in a two-stage tep exchange due to a periprosthetic infection. The patient underwent a revision surgery on due to the breakage of the device. The patient activity level is rated as medium. Review of surgical notes: surgical report of implantation, dated (B)(6) 2013: the diagnosis section reports about a subtle infection after the implantation of a cementless total hip prosthesis on the left side; status after revision of this thp and implantation of a spacer loaded with antibiotics 10 weeks ago. The joint is reopened in the area of the old scar. A moderate amount of bloody discolored effusion is drained from the hip joint. Fluid samples are sent for bacteriological testing. During the surgery further samples are removed from the neocapsule, the bottom of the acetabulum and from the debrided femur. The spacer can be removed without problems from the medullary canal. The acetabulum is curetted, reamed in 2 mm increments until size 56 mm. The ventral acetabulum defects are not pronounced so that in principle the entire acetabulum ring is intact. Under consideration of inclination and anteversion an ep fit cup, size 56 mm, is implanted. It exhibits a good primary fit. The cup is secured with three screws and a standard highly cross-linked pe inlay, size 32 mm is implanted. The femoral medullary canal is reamed to 14 mm diameter under fluoroscopic control. Then the medullary canal is curetted and samples from the removed connective tissue are sent for bacteriological testing. The femur is prepared with the 18-140 revitan curved rasp, a proximal part size 55 is mounted and a trial reduction is made with a head size m. The fluoroscopic control shows a very good position of the rasp and correct articulation of the hip joint. When orienting to the same leg length there is no impingement, no luxation tendency and a good tension. This is documented in several x-rays. The trial prosthesis is removed and the final revitan implant is mounted on the table with an anteversion 0°. The stem is impacted in the desired position, the components are locked, a ceramic head size 32 m is mounted and the joint is reduced. Final documentation via fluoroscopic control shows a correct position of the implants. Surgical report of revision, dated (B)(6) 2016: the indication section states that the patient underwent three years ago a two-stage revision due to a periprosthetic infection. The patient was initially symptom free and also the clinical and laboratory course gave no indication of a persistent infection. In early may he came with acute complaints. A fracture of the revitan stem at the connection pin was found. The procedure section informs that the operation was performed in supine position. Via anterolateral approach (watson jones interval) the incision is made through the old scar. Samples are taken for microbiological testing. Macroscopically there is no evidence for a persistent infection. The proximal part of the revitan stem is removed without difficulty. The distal part of the stem is firmly fixed and any attempts to retrieve this part are not successful. Therefore, under fluoroscopic control, a bone window approximately 2 x 2 cm is made distally and by using a curved rod it is tried to knock out the stem. After repeated attempts this is not successful and the osteotomy is extended approximately 8 cm to proximal. Approximately 60% of the distal stem is now exposed and with fine chiseling the bone-implant interface is broken open and using the curved rod the stem is knocked out. The rest of the revision report describes the implantation of an optimys lateral stem, size 10 with a mathys bionit ii ceramic head, size 32 m. This section does not contain further information that would influence the results of the investigation. Review of x-rays: there are x-rays at hand taken before revision surgery on (B)(6) 2016 and after revision surgery on (B)(6) 2016. The pelvis ap view taken a few days before revision surgery shows total hip prostheses implanted on the left and on the right hip. A revitan stem is implanted on the left hip with a metallic cup. The latter is fixed with three screws. The x-rays taken before revision exhibit the revitan stem fractured at the connection pin. The proximal stem part is tipped medially and its lateral distal edge is protruding the bone. A radiopaque line lateral to the proximal stem part can be observed. The distal part of the stem is well fixed. The x-rays taken on (B)(6) 2016 show the situation after the revision surgery. Device analysis - visual examination. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 mm below the proximal end of the distal part. The fracture surfaces show a fatigue fracture with the origin on the lateral side. The medial and anterolateral edge of the proximal fracture surface is scratched, polished and slightly deformed. On the distal fracture surface fine and coarse scratches as well as a drill hole can be observed. These are most probably a result of the efforts to retrieve the distal part during revision surgery. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem. The connection pin shows an almost half circumferential stripe with a width less than 1 mm running from the anterior to the lateral side. Closer inspection of the stripe with the microscope (leica m216 a, eq-ID 151663) revealed a mixture of polishing, smeared metal, fretting and slight corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. On the posterior side of the connection pin there is an area exhibiting some polishing and smeared metal on the blasted area. This is due to the contact with the distal stem part after the fracture. Fine and coarse scratches most probably from the revision surgery can be seen on the proximal part of the revitan stem, predominantly on the neck and taper regions. On the anchoring surface there are no signs of bone ongrowth. On the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches, nicks and some cuts can be recognized on the face surface, on the lateral side and on the tip of the stem. On the lateral inside of the stem body there is an area with scrape marks, most probably due to the contact with the connection pin after the fracture. The biolox delta head shows diffuse metallic smearing on the articulation surface and on the bottom bevel a dashed line with more pronounced smeared metal is observed on one side of the head between the equator and the bottom bevel. These could probably be attributed to the removal of the part during revision surgery. On the taper surface some material transfer can be observed. Otherwise the taper surface is inconspicuous. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer. Further, the corresponding raw material certificates were reviewed and were found to be conforming. The hip prosthesis was revised after approximately 2 years and 11 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the non-blasted area some millimeters below the proximal end of the distal part. The fracture origin is located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. This is in alignment with the surgical report of revision describing that the proximal part could be removed without difficulty while the distal part could be extracted only after several procedures. There are only ap x-rays at hand which were taken 5 days before the revision surgery. However, there is no entire x-ray follow-up available that would allow evaluating the bone situation of the revitan stem and possible changes over time in vivo. The x-rays before revision show that the proximal part of the stem is tipped medially which could have been possible because the bone support was probably suboptimal in this region. If this bone support was missing either directly from the beginning or developed already a longer time before the fracture, this probably could have contributed to the fracture. The patient can be classified according to the bmi scale as obese class ii ((B)(6)). Based on the above described findings, it can be concluded that the fracture was not triggered by a single factor, e.g. Material failure. There were rather several factors that may have contributed to the fracture, e.g. The surface changes on the connection pin, the possible changes of the bone situation leading to a suboptimal proximal bone support, the patient overweight and perhaps the activity level. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem and whether there were other influencing factors not mentioned above. From the surgical report of implantation at hand it seems that the revitan stem and biolox delta head were implanted with an ep fit cup and a standard highly cross-linked pe inlay from smith & nephew which indicates off-label use. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Root cause is off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).